Event description:
It was reported by the patient that they had "low heart beats" and thinks the device is not set properly. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.